Event description:
Procedure: lumbar laminoplasty levels implanted: l3-l5 it was reported that on: (B)(6) 2007: the patient underwent an MRI of his spine due to pain in his lower back. MRI results revealed that patient suffered from multi-level discogenic disease with narrowing of the spinal cord, but it revealed no nerve compression. (B)(6) 2007: the patient was diagnosed with spinal stenosis and disc herniation from l2-l3, l3-l4, l4-l5, and l5-s1. (B)(6) 2008: the patient underwent a lumbar laminoplasty from l3-l5. The patient was implanted with rhbmp-2/acs. Post-op, patient alleged that he continued to suffer from lower back pain that did not improve. Post surgery, patient alleged that he has been restricted in his ability to walk for more than a short period of time without worsening pain and has been unable to participate in many extracurricular activities.

Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned for evaluation.